Event description:
Pt was tanning in one of the 15 minute beds. They said that after about 10 minutes they were awakened (they're not quite sure if they were all the way asleep) by a loud sound that was coming from their bed and they were being sprayed with tiny particles of something on their body. They immediately stopped the bed and saw that it was tiny particles of glass (there were some on the upper portion of the bottom of the acrylic). They exited the room and told the operator on duty what happened. Operator called reporter. Pt was allowed to use the phone to call their father & several other people. Pt told the operator that they wanted to wait for their father to arrive before seeking any medical attention. Reporter, arrived first and felt that pt did need medical attention (not immediate) but they said they wanted to wait until their father arrived. They mentioned numerous times that they were glad that they always wore their goggles. They stated that it felt like they had tiny pieces of glass all over their upper body. Shortly after reporter arrived, the other general partner arrived. After some time, perhaps 15 minutes to 30 minutes later, the father arrived. Hospital had a light that would enable them to see the glass particles on pt's skin. After being seen by the dr. Pt was released. Pt said that they were able to remove a few pieces of the glass. Reporter apologized to pt that this had happened to them and that reporter would pay their medical expenses. Rptr told them that this bed was brand new and put into operation the end of january 2003. Reporter also told pt that reporter would be contacting the distributor to find out what had caused this to happen. Reporter also told pts if they had any further problems to get additional medical help and to contact them.